Manufacturer narrative:
Cooking lever replaced. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the cocking lever to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The customer has reported that the cocking mechanism is broke. There have been no reported interruptions in breast biopsy. There have been no pt consequences reported. The sthc1 is used on a fischer system.